Event description:
It was reported that blade detachment occurred. The 50% stenosed target lesion was located in an arteriovenous fistula. The anatomy was not challenging, with no tortuosity or calcification noted. A 5.00 mm x 2.0 cm x 90 cm otw peripheral cutting balloon was advanced for dilatation and inflated and deflated as required. Patient and procedural factors did not contribute to the event. Upon completion, the balloon and 6 fr access sheath were removed, and haemostasis was achieved with digital pressure. During dressing application, a detached blade was observed protruding from the puncture site. The blade was manually removed in its entirety, and a dressing was applied. No post-procedure imaging was performed as it was not deemed necessary. The procedure was completed using the same device. No complications were reported, and the patient recovered fully post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.